Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional classification code mni, mnh, kwp, kwq. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A scoliosis patient was implanted on (B)(6) 2006 with the universal spine system (uss) rods, screws and hooks. On an unknown date, the patient complained of implant prominence. An exam revealed a rod had pulled out of the topmost (superior end) screw of the construct. The patient returned to the operating room on (B)(6) 2013. During the revision surgery, the surgeon removed the superior hardware which was one uss dual opening screw, 1 uss dual opening transverse process hook- right, 1 uss dual opening pedicle hook, 3 nuts, and 3 collars. This is report 7 of 9 for complaint (B)(4).